Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a phone call by a hospital staffer that the customer got hospitalized due to extreme low blood glucose with unknown blood glucose levels at the time of the incident. The customer's current blood glucose levels were unknown at the time of the call. The caller did not mention how they treated the customer. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.